Event description:
It was reported in a literature publication that a retrospective cohort study of 343,068 medicare beneficiaries who underwent elective cervical and lumbar spine surgery for degenerative conditions was conducted. Readmissions within 30 days of discharge, excluding readmissions for rehabilitation, were recorded: 329 patients underwent cervical fusion using bmp; 2211 patients underwent lumbar fusion using bmp. Bmp-augmented fusions were more common in the lumbar cohort (23% of fusions) compared with the cervical cohort (6.2% of fusions). Surgical approach also differed between the cervical and lumbar spine patients. The cervical cohort most commonly underwent surgery from an anterior approach (67.0%) compared with the lumbar cohort, which more commonly underwent surgery from the posterior approach (98.3%). The use of bmp did not add a significantly increased risk beyond the number of levels fused; 113 patients developed complication of device, implant, or graft requiring readmission within 30 days following a lumbar fusion procedure with bmp.

Manufacturer narrative:
Literature article citation: wang et al. Thirty-day readmissions after elective spine surgery for degenerative conditions among us medicare beneficiaries. The spine journal (2012). Mean age 74.1 yrs. Dates of implant: 2003-2007. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.